Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error on the screen. Customer received a replace battery alert and put in old battery and then got the picture of a book. Customer got the batteries mixed up and inserted old batteries. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6), 2022. No critical device error (open book image) alarm noted during boot up. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The device was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Also, no unexpected critical device error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical device error (open book image) alarm triggered by three consecutive device error 53 alarms on (B)(6), 2022 at 00:33:45.000, 00:33:58.000 and 00:34:13.000. Device error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert and failed batt/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6), 2022. 23:49:32.000 to 23:53:44.000 (B)(6), 2022 and 00:33:45.000 to 03:43:35.000 low battery alert was recorded and found in the formatted history file on: (B)(6), 2022. 14:07:00.000, 23:51:49.000, and 23:52:27.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6), 2022.23:38:00.000, 23:54:00.000 and (B)(6), 2022 00:33:45.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6), 2022 00:33:58.000 power loss alarm was recorded and found in the formatted history file on: (B)(6), 2022 00:34:54.000 and 00:35:05.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6), 2022 23:49:55.000 to 23:53:21.00 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Critical device error (open book image) alarm confirmed due to three consecutive device error 53 alarms. Device error 53 alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.